Manufacturer narrative:
Sc-2317-70 (B)(6). The returned device was analyzed, and visual inspection revealed that the top five electrodes are separated from the distal end. Electrodes 1-5 were not returned. The cables were exposed at the damaged portion of the lead. It appears that the lead was strongly pulled during the attempted removal of the clik x anchor. The lead and clik x anchor most likely were not well lubricated. With all the available information, boston scientific concludes that the lead became shredded when trying to preload, pass or advance the click x anchor was confirmed. The probable cause for the lead damage is unintended use error caused or contributed to event.

Event description:
It was reported that during an implant procedure, the distal end of the lead became shredded when trying to preload, pass or advance the click x anchor and it was unknown if the said lead was implanted. No further information has been obtained despite good faith efforts.

Event description:
It was reported that during an implant procedure, the distal end of the lead became shredded when trying to preload, pass or advance the click x anchor and it was unknown if the said lead was implanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in block d4.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082260.

Event description:
It was reported that during an implant procedure, the distal end of the lead became shredded when trying to preload, pass or advance the click x anchor and it was unknown if the said lead was implanted.